Event description:
It was reported that the patient needed a higher output ICD; this device did not provide enough joules to convert the patient. Therefore, the ICD was explanted one day post implant in 2006.